Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the wire post end screw thread snapped. The surgeon removed the wire. No additional adverse affect to the patient.

Manufacturer narrative:
The product was returned. Visual examination confirms the threaded rods of both wire posts have fractured.